Manufacturer narrative:
Outcomes attributed to adverse event: disability or permanent damage should have been selected.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a patient experienced toxic anterior segment syndrome (tass syndrome) accompanied with functional loss (blindness on the affected eye) and/or surgery enucleation. Detailed product information of healon 0.55ml ((B)(4)) is unknown. Patient date of birth and gender is unknown. No further information was provided.

Manufacturer narrative:
(B)(4). (B)(6). Tass. All pertinent information available to abbott medical optics has been submitted. Placeholder.